Manufacturer narrative:
(B)(6). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as complaint (B)(4). Device not returned by customer.

Event description:
Kimberly-clark received a report from the (B)(4) stating the gastro jejunal feeding tube fell out of the patient's stoma site after 3-days of use. No additional information was provided in regards to the patient's status.

Manufacturer narrative:
Method: actual device evaluated; visual inspection; fluid pressure testing; (B)(4). Results: no failure detected. Conclusions: unable to confirm complaint. One sample device was returned. The molded head, tube and balloon exhibited a yellow discoloration. The balloon was filled with 5cc of water and was observed for leaks. No leakage was detected from the balloon or balloon inflation port (bip). The balloon was squeezed and manipulated. No leakage was observed. The sample was filled with 5cc of methylene blue and left on blotter paper overnight and there was no leakage observed the following morning. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Root cause could not be determined. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).